Event description:
A health care professional reproted that a pt underwent a 0.4cc injection of restylane in 2005 into the righ nasolabial fold. After the injection, the pt experienced light-headedness, tinnitus lasting approximately two minutes, diaphoresis, nausea and an increased heart rate of 120 beats/minute for approximately four to five minutes. The physician indicated that the pt rested for approximately one hour and by that time the symptoms had dissipated. The reporter wondered if a vasovagal response had occurred due to the injection site being close to the palate. Concomitant medications were reported as none take. Further information is expected.